Event description:
It was reported to philips that the bottom right quadrant of the screen does not work. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.